Manufacturer narrative:
The device was not returned for evaluation. No photographs, video or imagery were provided. The device history review was performed and the work orders did not reveal any manufacturing non-conformance issues that may have contributed to the complaint event. A lot history review was performed and did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿. A review of complaint history revealed that the occurrence rates did not exceed the june 2017 control limits for applicable trend category ¿leaflet motion restricted (in patient)¿. No instruction for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Due to the device and/or relevant imagery/video were not being returned, the complaint of ¿leaflet ¿ motion restricted-in patient¿ was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 prime valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of leaflet impingement in a calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing, over inflation of the deployment balloon, and post dilatation of the implanted valve. This can result in a temporary decrease in the pressure gradient between the ventricle and the atrium resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Case notes state, ¿post dilation of 8cc¿s more than the recommended 33 ml was performed. This resulted in one of the leaflets not coapting due to irregularity of mitral ring/annulus and overexpansion¿. Available information suggests that procedural factors (use of more than the recommended fluid for expansion may have caused irregularity of mitral ring/annulus and overexpansion) which might have led to abnormal coaptation as reported in this case. Due to the device and/or relevant imagery/video not being returned, the complaint of ¿leaflet ¿ motion restricted-in patient¿ was unable to be confirmed. However, a review of DHR, complaint history, lot history, and manufacturing mitigations did not provide any indication that manufacturing non-conformances contributed to the complaint event. Available information suggested that procedural factors (over inflation of deployment balloon during post dilatation) contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2017 control limits for applicable trend category, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4) investigation is underway.

Event description:
As reported by a field clinical specialist, after implantation of a 29 mm sapien 3 valve in a pre-existing mitral ring via transeptal approach, moderate paravalvular leak was observed. Post dilation of 8 cc's more than the recommended 33 was performed. This resulted in one of the leaflets not coapting due to irregularity of mitral ring/annulus and overexpansion. A second valve was implanted to resolve the issue.